Manufacturer narrative:
(B)(4). The tenku balloon dilatation catheter device is an abbott vascular manufactured device which is distributed in (B)(4). Though this device is not commercially available for sale in the united states, it is similar to a device currently marketed for sale in the u.s. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the nc tenku, coronary dilatation catheters (cdc), instruction for use (IFU) states: balloon pressure should not exceed the rated burst pressure (rbp). The rbp for the nc tenku is 18 atms. In this case, it is likely the inflation above rbp contributed to the balloon rupturing. Additionally, it was reported that air aspiration of the device was performed inside the patients anatomy. Per the nc tenku IFU, the preparation for use section specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure/user error.

Event description:
It was reported that the procedure was to treat a lesion located from the proximal to mid left anterior descending (lad) artery with mild tortuosity and mild calcification that was 75% stenosed. Slight resistance was felt during advancement of the 3.00 x 12 mm nc tenku rx balloon dilatation catheter through the anatomy; however, it was able to cross. The balloon was inflated twice without issues at 12 atmospheres (atm) and 18 atm, respectively. The balloon ruptured during the third inflation at 20 atmospheres held for 20 seconds. It was stated that air aspiration of the device was performed inside the patient's anatomy. A replacement balloon dilatation catheter was used to dilate the lesion. The procedure was successfully completed after a non-abbott stent was implanted. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.